Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-outs. Reported issue could not be replicated. RMA issued. Replacement computer shipped to site (B)(4) 2014. On (B)(4) 2014 a medtronic representative, following-up at the site, reported that replacing the computer resolved the issue.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system was not tracking the imaging system tracker leds. The radiographic technologist (rt) noted when setting-up for a 3d spin, the camera was previously tracking the patient reference frame without issue. In trouble-shooting, medtronic representative recommended moving the navigation system and using a different imaging system, this did not resolve the issue. A different navigation system was brought in to complete the procedure successfully. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was also returned for evaluation. The computer passed all testing but during re-imaging, the computer seemed slow and it was noted that professional hardware diagnostics (phd) testing took 30% longer than normal. Duping and software loading also seemed to take longer than normal so computer was retired from service. A potential cause of the slowness was found to be a possible issue with the motherboard. As previously reported, the computer was replaced and the issue was resolved.